Event description:
#16 fr urinary catheter inserted into the urinary bladder. Pt went to radiology. Procedure required filling the urinary bladder with normal saline. The catheter came out of the urethra. The retention balloon on the catheter apparently failed.